Event description:
It was reported that this patient while in italy received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) due to over-sensed myopotential noise. At the time, the device was reprogrammed to the secondary sensing vector. Upon returning home to switzerland, the patient was seen in-clinic by their monitoring healthcare provider, where the previously recommended troubleshooting for untreated over-sensing was performed, as well as exercise testing. The only suitable sensing vector was found to be primary with x2 gain, so the device was reprogrammed with the increment zone and smartcharge feature extended. The physician is continuing with remote monitoring. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.